Event description:
Information was received from the patient's currently treating physician reporting that they cannot provide additional information as they just started treating the patient on (B)(6) 2012. Attempts for information from the previously treating physician were unsuccessful as the physician is no longer practicing.

Event description:
A health history form dated (B)(6) 2012 indicated that the patient has or had cancer. The relationship to vns is not indicated. In the family history, it was reported that the patient's father also had cancer. Attempts for additional information have been unsuccessful to date.